Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker, had an alert for pacing impedances greater than 2000 ohms. It was also reported that some inappropriate non-sustained ventricular episodes were stored, as a result of noise. Patient has an intrinsic rate of 62 beats per minute. Threshold was 2.5 volts (v) at 0.4 milliseconds (ms) in unipolar configuration and in bipolar configuration was 2.7 v. The physician reportedly mentioned there could be lead damage. Boston scientific technical services suggested considering leaving the lead in unipolar pacing configuration and taking an x-ray of the lead. The rv lead was programmed to unipolar and the lower rate limit was lowered. The patient will be monitored. No adverse patient effects were reported.